Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer noted that the harmonic ace instrument tip was broken when the surgeon used the instrument to perform tissue dissection. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of a different kind and completed the procedure with no reported injury. On 06-feb-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed during the procedure. The instrument blade fell inside the patient and was retrieved during the same procedure. There is no video recording of the procedure, but an image of the instrument damage was provided. On 09-feb-2022, isi performed follow-up and obtained the following additional information regarding the reported event: the instrument was in use for approximately 1 hour and performed as intended up until it broke. The customer confirmed that there was no instrument collision at the time of the event. The customer used an endoscope and confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed several times prior to the breakage with no resistance through the cannula. There was also no resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.352¿ from the base. The broken piece was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed, and it was confirmed that the blade of the harmonic ace instrument was detached. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# m90210218-0170) was last used on (B)(6) 2021 during this reported procedure with system sk3128. The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention.